Manufacturer narrative:
The investigation for the reported fever has been completed. The device nor sufficient clinical information was returned for evaluation. Therefore, the root cause of the fever could not be determined.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Event description:
The user facility reported the patient was febrile during impella cp support.